Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to loose shields on the pace/defib engine board. The shields were replaced to remedy the report. The analog board and pace/defib engine board were replaced as a precaution. The device was recertified and returned to the customer. It is unknown how the shields became loose. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device and set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.